Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a tlif performed on (B)(6) 2022. The cement was refrigerated as usual and sent out to the operation room. After about 1.5 hours of decompression, screw insertion and alignment guide installation were completed. The lid was put back on several times because it was tightened at an angle when the liquid was poured and closed the lid. Trace amounts of the cement spilled. When the mixer handle was pushed and pulled up and down, the cement already seemed hard. The cement was mixed about 30 times and was already very hard when injected into the first syringe. The speed of injection into the syringe was slow. When the cement was injected into the cannula, viscosity was already proper. Although it was attached to the alignment guide, it had already become too hard to push. The surgeon gave up injecting the cement. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).